Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found the uninterruptible power supply (ups) was not turning on. The ups was replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The uninterruptible power supply (ups) was returned to the manufacturer for evaluation and the event was confirmed. The ups did not power on with returned batteries. New batteries were installed and charged. The ups passed load testing. The returned batteries were not able to hold a charge.

Event description:
A medtronic representative reported that outside of a procedure the pendant on the imaging system states, "waiting for mvs to initialize communication". The umbilical connection was checked and the system rebooted 3 times. There was no patient present when this issue was identified.